Event description:
It was reported that the device, right atrial (ra) lead, and right ventricular (rv) lead were explanted as a result of a system infection. A temporary external system is being used and a new system will be implanted next week. The patient remains hospitalized with no additional consequences.